Manufacturer narrative:
UDI of suspect device: (B)(4).

Event description:
It was reported that a physician's programming system was having communication issues. The usb serial cable was replaced, and issue resolved. The company representative used a demo generator to ensure that the programming system was functioning properly after the serial cable was replaced. The serial cable was discarded, so no analysis could be performed. No further relevant information has been received to date.